Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after he entered a bolus, his blood glucose level peaked over 300 mg/dl to 400 mg/dl. The customer was going through medical issues. He had cancer removed from his kidney back in (B)(6). The customer had frequent urination and pain. The customer treated his high blood glucose level with the insulin pump. The device was not returned.